Manufacturer narrative:
Checking the manufacturing and the sterilization charts of the components involved in the event, no pre-existing anomaly has been discovered, that could have contributed to the issue. The final MDR will be submitted as soon as the investigation is complete.

Event description:
Shoulder revision surgery due to infection performed on (B)(6) 2024. The previous surgery took place on (B)(6) 2024, when the following components were implanted: smr cementless finned stem (part code 1304.15.230, lot number 2020352, sterilization (B)(4). Smr humeral extension + 9 mm (part code 1352.15.001, lot number 2331302, sterilization (B)(4). Smr reverse humeral body (part code 1352.15.010, lot number 2415444, sterilization (B)(4). Smr reverse liner std d.40mm (part code 1365.50.810, lot number 23at07n, sterilization (B)(4). Smr glenosphere ø 40mm (part code 1374.09.121, lot number 2407737, sterilization (B)(4). Smr small-r connector +4 (part code 1374.15.314, lot number 2202220, sterilization (B)(4). Smr glenoid peg tt small-r #s (part code 1375.14.651, lot number 2407878, sterilization (B)(4). Tt augm.360 baseplate #s-r 7° (part code 1375.15.507, lot number 2331424, sterilization (B)(4). After this surgery the patient had dislocated but the surgeon was able to do a closed reduction (date unknown). Then the patient dislocated again, and he went in for a swap of the liner, but the surgeon noticed there may be an infection. The couple test taken came back positive for possible infection, so the surgeon decided to remove the implants, and replace them with a spacer and the following components: smr humeral body reverse (part code 1352.15.010, lot number 2420450, sterilization (B)(4). Smr extension for humeral reverse body (part code 1352.15.001, lot number 2407282, sterilization (B)(4). The patient is a male, date of birth (B)(6)1961. The event happened in the united states.